Event description:
The patient contacted animas on (B)(6) 2012, stating that after swimming a cs alarm was triggered and the display screen was foggy. The patient claimed to have removed the battery to stop the alarm. The patient alleged that after reinserting the battery, the keypad buttons were unresponsive. The patient reportedly wore the pump in a pocket and cleaned it with a dry paper towel. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation, the keypad buttons were found to be unresponsive, contamination was found under the up and contrast buttons, moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.